Event description:
The customer reported obtaining intermittent erroneously low potassium (k+) results involving the beckman coulter au680 clinical chemistry analyzer. The results were reported out of the laboratory and were believed to be erroneous by the physician. The samples were repeated and amended report issued. There was no change or affect to patient treatment in connection with this event. The customer stated that k+ results were the only test affected and provided verbal example for one patient sample. Quality control (qc) results at the time of the event were within the laboratory's established ranges. A beckman coulter field service engineer (fse) primed the ion selective electrode (ise) and saw bubbles in the reference valve line. The reference valve was replaced and the instrument primed multiple times without any bubbles. The fse then ran calibrations, precision tests, and qc which passed within specifications. Repair was verified per established procedures and results met published specifications.